Manufacturer narrative:
(B)(4). The date of the event onset was reported as ¿three weeks ago¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked causing a breach in the sterile pathway which resulted in peritonitis. The breach in the sterile pathway was further described as the heater line was slit and leaking near the door of the cycler that contains the cassette. On an unknown date, the patient was hospitalized for peritonitis. Treatment details, action taken with dianeal therapy, and patient recovery status were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information (lot number updated per additional information received from customer). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. All functional testing met product specification. The reported condition was not verified. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.